Manufacturer narrative:
Per tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level ranged from in the 60's mg/dl to 118mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was refilling cartridges. Reportedly, the customer continued to use the pump for insulin therapy.